Event description:
It was reported by service report that the caster horn is bent causing the wheel to no longer roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.